Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted when results are available.

Event description:
Customer reported that his daughter's freestyle flash was not reading correctly. He reports receiving a reading of 114 mg/dl which he states was higher than she felt. Due to the reading he dosed his daughter with insulin which made her hypoglycemic. He states "she was going into a seizure and had to be given a shot to bring her back around". He reports giving her an injection of 0.5mg glucogon to help counteract the medical event. The parents did not seek third party medical intervention and no diagnosis was reported. There was no report of death or permanent impairment in this case.